Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also indicated that the hanger assembly was broken. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial connector was unable to hold a cable. The epg was returned for service. There was no patient involvement.